Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the harpoon broke and was left inside the patient. To insert the suture, a capio was used. A new capio and a new suture was used. At the second attempt the harpoon needle probably got stuck in capio. The harpoon needle was not found and a thread stuck out of the capio. The patient's condition was reported as unknown.